Manufacturer narrative:
For devices without 510(k) numbers: PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety end was not covering the needle with a venflon¿ pro safety peripheral safety IV catheter with injection valve after use. No medical interventions were done.

Manufacturer narrative:
A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6362118. One actual sample was returned for investigation. It was observed that the tether foil and cannula had detached from the needle protection mechanism (needle cap). The dim 10, dim 12 & dim 21 of the needle cap has been measured. All the measurement data have met the acceptance criteria. The cannula diameter has been measured and met the acceptance criteria. Therefore, the cannula detachment is not caused by any oversize or undersize dimensions. The tether foil length and cannula length was compared with a sample of the same catalog. No difference was observed in the length. Therefore the detachment of the cannula was not due to the tether foil and cannula length. The hole in the needle cap tip where the cannula passes through was observed under the scope. Visible protruded material was observed in the channel hole at the tip location where the cannula was detached. The protruded material appears to be a permanent deformation induced by sharp object indented on the inner diameter of the hole at an angle. The cannula insertion process has been reviewed. The non-pointed end of the cannula is inserted into the needle cap through the hole in its bottom during assembly. The bottom of the needle cap was observed under scope. There is no visible damage. Therefore, the protruded material is not caused by the cannula insertion process. Visual inspection on the post cap heat stake and tether hole was performed. There is no damage on the post cap heat stake. The tether hole which was detached appears to over stretched. Therefore, the detachment from the needle cap could be due to the stretched and oversized tether hole. There is no process in the manufacturing that could cause the tether hole to be stretched. The square cover has been removed from the needle cap for investigation of the v-clip. The v-clip has been activated properly. Therefore the cannula detachment was not due to v-clip. Based on the returned sample evaluation, there is no abnormality found in the manufacturing process.